Event description:
It was reported that during a brevera procedure on (B)(6), the device failed during the procedure after an incision was made and the biopsy needle was inserted into the patient¿s breast. The procedure was aborted, and it was not possible to obtain a biopsy sample for pathology testing for which the patient was rescheduled. The patient had to be taken to another location to have the procedure completed. No other information is available.